Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to perform various troubleshooting steps, but the issue persisted. As a result, technical support decided to replace the pump, confirmed that the pump was under warranty, and guided the customer to use multiple daily injections as a backup therapy.